Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off during use events on 24-may-2024. The infusion set was used for 1.5 days. The bg level was reported high. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.